Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'downstream occlusion when no occlusion' which was verified through a review of the event history log. Evaluation reproduced the reported symptom and found the cause to be a force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion when no occlusion. There was no patient involvement. No additional information is available.